Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da alert. A memory download was performed and submitted to boston scientific technical services (ts) for evaluation. No adverse patient effects were reported. A ts consultant reviewed the data and discussed that the da alert is a temporary memory inconsistency in the firmware that is self-correcting. It is a benign issue and therapy is still available. It was also requested of the field to see if the patient had undergone any radiation therapy or medical examination including an x-ray on that date to help provide more clarification on why the alert occurred. The s-ICD remains implanted and in service.